Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, decreased defibrillation impedance was noted on the right ventricular lead. X-ray imaging was done, but lead damage could not be confirmed. The lead remains implanted and is awaiting replacement procedure. There were no adverse consequences to the patient.

Event description:
New information was received and the lead was capped and replaced due to loss of ventricular capture. There were no patient consequences.